Manufacturer narrative:
(B)(4). Product registration ¿ additional information. B5: describe event or problem ¿ additional information. D4 catalog no ¿ additional information. D4 serial no ¿ additional information. G6 type of report ¿ additional information. H2: additional information. H5 labeled for single use ¿ correction. H6: type of investigation ¿ additional information. H6: investigation findings ¿ additional information.

Event description:
It was reported that an app crash occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that an app crash occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).